Manufacturer narrative:
The customer reported the hl20 pump showed error message: "safety-s". According to the information provided by the distributor mediland pakistan the technician performed as follows: the pump in question was dismantled. All contacts were cleaned with electrical contact cleaners. After that, the pump was reassembled and a performance verification was carried out. The pump was tested and the device worked to factory specifications. Thus the reported failure could be confirmed. However this reported error message could be linked to the following root cause: - an error occurs when transmitting the signals via the control board to the safety system board. This causes that the safety system board to receive no or incorrect data and therefore triggers the error message: "safety-s". With reference to the hl20 risk assessment (risk ID: h1.1.1.2.7) this event can be contributed to: wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error). Device was manufactured in 2018-04-12. The review of the non-conformities during the period of 2018-04-19 to 2021-01-31 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. Thus the failure could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when new information becomes available.

Event description:
It was reported that the hl20 twin roller pump displayed error message: "safety-s". No patient involved. Reference number: (B)(4).